Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that a scheduled remote monitoring review showed ventricular events stored with noise and oversensing on the right ventricular (rv) lead with pace inhibition for 2 seconds. Currently the rv lead configuration was programmed to unipolar/bipolar with sensitivity fixed. No adverse patient effects were reported. The lead remains implanted. Additional information noted that one high out of range pace impedance alert was seen in december 2025 with all other measurements being normal.

Event description:
It was reported that a scheduled remote monitoring review showed ventricular events stored with noise and oversensing on the right ventricular (rv) lead with pace inhibition for 2 seconds. Currently the rv lead configuration was programmed to unipolar/bipolar with sensitivity fixed. No adverse patient effects were reported. The lead remains implanted. Additional information noted that one high out of range pace impedance alert was seen in december 2025 with all other measurements being normal.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Manufacturer narrative:
This report is being filed to correct the patient code.

Event description:
It was reported that a scheduled remote monitoring review showed ventricular events stored with noise and oversensing on the right ventricular (rv) lead with pace inhibition for 2 seconds. Currently the rv lead configuration was programmed to unipolar/bipolar with sensitivity fixed. No adverse patient effects were reported. The lead remains implanted. Additional information noted that one high out of range pace impedance alert was seen in december 2025 with all other measurements being normal.

Event description:
It was reported that a scheduled remote monitoring review showed ventricular events stored with noise and oversensing on the right ventricular (rv) lead with pace inhibition for 2 seconds. Currently the rv lead configuration was programmed to unipolar/bipolar with sensitivity fixed. No adverse patient effects were reported. The lead remains implanted. Additional information noted that one high out of range pace impedance alert was seen in (B)(6) 2025 with all other measurements being normal.